Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing amplitudes and low out of range pacing impedance measurements less than 200 ohms. Additionally, noise oversensing was observed. A chest x-ray revealed potential insulation damage in the clavicular region. Boston scientific technical services recommended testing the lead. Lead testing was performed and provided no new observations. A commanded shock was performed and an appropriate shock impedance measurement was observed. The physician plans to monitor the lead via follow-ups and there are no plans to revise the system at this time. This lead remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed to replace the rv lead. During the revision, the low out of range pacing impedances were recreated via a pacing system analyzer and muscle stimulation was also observed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.